Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "patient overworked his knee during rehab and developed swelling. Surgeon decided to replace the insert because the fluid was in the joint as well."